Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated "cuvette not dry before first reagent dispense / sample cuvette no fluid detected" errors. When troubleshooting with a beckman coulter customer technical specialist (cts), the customer discovered a fluid leak of approximately 3 cubic centimeters under reagent probe b. The customer verified fittings for the sample/reagent probe syringes were tight. The customer also reported a tiny bubble in the reagent syringe and quality control (qc) was recovering outside of specifications. The customer was wearing personal protective equipment. There were no reports of injury or direct contact with the leak. Erroneous results were not generated in association with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was on site to evaluate the instrument. The fse replaced the reagent probe solenoid valve and there were no further leaking, instrument errors, or qc recovery issues. (B)(4).